Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc). A revision procedure was performed at which time the physician observed that the lead was fractured at the level of the suture sleeve. The lead was explanted and a new rv lead placed without consequence. No adverse patient effects were reported. The explanted lead was retained by the facility and will not be returned.